Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the lip around the reservoir is broken and coming off and the reservoir was unable to lock in place when inserted into pump. The blood glucose was 113 mg/dl at the time of the incident. Customer also reported the button, keypad anomaly as act button was not always working. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape, up and act button dome switch no crease and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.